Event description:
It was reported that the pt experienced an overdose after a pocket fill occurred on (B) (6) 2009. The pt stated that the hcp missed the port and filled the pocket site with dilaudid. The pt vomited for 14 hours and had to be hospitalized for a month. The pt stated that the vomiting "tore up their throat" and has now caused pneumonia. The pt was still in a lot of pain even though his doctor was responsive in giving him increases in medication. The pt was seeking another hcp. Additional information has been requested, a follow-up report will be sent if additional information become available.

Manufacturer narrative:
(B) (4).